Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, and h10. As of the date of this report, intuitive surgical, inc. (Isi) has not received the stapler 45 reload associated with the reported event. However, the stapler 45 instrument involved with this complaint was returned to isi and evaluated. Failure analysis investigation did not replicate nor confirm the customer reported complaint that the stapler instrument failed to fire. The stapler instrument was placed on an in-house system. The stapler instrument passed recognition and engagement tests. The stapler instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly and successfully completed test firing during in-house testing. The stapler instrument was found to be fully functional and passed all internal testing requirements. Although the stapler instrument was found to be fully functional, this complaint remains reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the patient allegedly experienced a staple line leak that required repair. However, at this time, the root cause of the operative complication is still unknown.

Manufacturer narrative:
Isi has not received the stapler 45 curve tip instrument or the stapler 45 reload involved with the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. Stapler 45 curved tip instrument, lot t10171018-0010, completed 3 firings with 1 green stapler 45 reloads and 2 blue stapler 45 reloads. No incomplete clamps observed by the stapler 45 curved tip instrument or any other instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the patient allegedly experienced a staple line leak since one of the staple lines ¿tore apart¿, it is unknown at this time what was done to resolve the leak. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, one of the staple lines ¿tore apart¿ and there was evidence of leak after a successful fire. Hence the surgeon had to staple over the "torn apart" staple line to resolve the issue. On 15-may-2019: intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the procedure, the csr stated that during the robotic procedure, the stapler 45 curved tip instrument was used for transecting the bronchus. The csr stated that the surgeon had fired the stapler 45 curved tip instrument (she cannot confirm the color of the reload, but thinks it was with a green stapler 45 reload installed.) There was a successful fire with no issues or any errors observed. The surgeon had placed a chest tube and was about to close the patient when there was evidence of leakage seen in the chest tube. At that time, the surgeon went back to inspect the staple lines and saw one of the staple lines was ¿torn apart.¿ the csr had to leave at that time. It was reported that the system generated a message stating stapler 45 failed to engage and at that time the surgeon had to staple over the "torn apart" staple line to resolve the issue. The csr confirmed that the stapler 45 curved tip instrument had successful fires up until when the issue occurred. She also stated that there was a video recording of the procedure. She was not sure of the tissue integrity, tissue tension, tissue bunching, and of any impediments.